Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) system detected a high out of range right ventricular (rv) shock impedance of greater than 200 ohms. It was noted the shock impedance had been in the 180 ohms range, so this was not a sudden increase from normal. The current shock impedance was around 180 ohms. Technical services discussed troubleshooting options and a possible cause for the clinical observation. At this time, this ICD remains in service and there were no adverse patient effects reported.